Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutting failure of the probe and faulty aspiration occurred during surgery. There was no error message was displayed. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no impact to the patient

Manufacturer narrative:
One opened probe was received with a tip protector in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, in the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation, and nonconforming for aspiration and cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire inserted through the aspiration path. The samples was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure. The exact root cause of the cut failure cannot be determined from the evaluation performed. The complaint evaluation confirms the probe had an aspiration failure. The root cause of the aspiration failure is an interference in the aspiration path once the interference was removed the probe was able to aspirate. However, the exact root cause of the interference could not be determined from the evaluation performed. The exact root cause for the cut and aspiration failures could not be determined from this evaluation; therefore, no specific action was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).